Event description:
Pump touchscreen is not as responsive, sometimes patient needs to wait for pump to run out of battery and turn off, then charge pump to turn it back on to resume normal usage. Battery life has diminished, patient must charge daily to prevent unexpected shutdowns.